Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to deploy. It was further reported that loss or failure to bond was noted. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation with the covered stent in system and in place. A photo of the device sample was previously provided but did not significantly contribute to the investigation. The slide block was found no longer connected to proximal sheath. Based on the condition of the sample it is concluded that the slide block getting disconnected from the proximal sheath, led to the reported impossibility to deploy the stent. Therefore, the investigation is confirmed for the reported issues. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instruction for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. Regarding correct deployment the instruction for use states "maintain a stationary hold on the white stability sheath during covered stent deployment (¿). Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath (...) Relaxed and avoid tension." Regarding preparation the instruction for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent products are identified in d2 and g4. H10: (expiry date: 03/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to deploy. It was further reported that loss or failure to bond was noted. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent products that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation with the covered stent in system and in place. A photo of the device sample was previously provided but did not significantly contribute to the investigation. The slide block was found no longer connected to proximal sheath. Based on the condition of the sample it is concluded that the slide block getting disconnected from the proximal sheath, led to the reported impossibility to deploy the stent. Therefore, the investigation is confirmed for the reported issues. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Based on the instruction for use supplied with this product delivery system specific events that could be associated with clinical complications include but are not limited to failure to deploy and high deployment forces. Regarding correct deployment the instruction for use states "maintain a stationary hold on the white stability sheath during covered stent deployment. Hold the white stability sheath as close as possible to the introducer without touching the dark brown moving catheter of the distal catheter assembly. Maintain the remainder of the white stability sheath relaxed and avoid tension." Regarding preparation the instruction for use states: "pre-dilate the stenosis with a pta balloon catheter of appropriate length and diameter for the lesion to be treated." H10: b5, d4 (expiry date: 03/2023), h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2023). Device pending return.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to deploy. It was further reported that loss or failure to bond was noted. There was no reported patient injury.